Event description:
A malfunction was reported on the pump while it was being updated. There was no adverse impact to the customer's blood glucose level. Technical support attempted to assist the customer with resetting the pump, but the issue persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.